Event description:
Nobel biocare USA has rec'd a report of an osseofailure for one implant inaccurately reported as part # 32220, lot # 380146. Nobel biocare does not manufacturer the returned implant. It is required that the loss be reported to the FDA. Nobel biocare has determined the implant to be most likely manufactured by biohorizons.